Manufacturer narrative:
There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Allergic skin reaction (little blisters with itching around the scar) occurred few days after closure of surgical incision. Motive of surgery not reported, location was chest around the left nipple, outcome was skin pigmentation. Additional information received: scar of cartilage graft intake for plastic surgery of auricle aplasia, occurence of itching d6-7 after hospital discharge. The children went to emergency units twice due to extension of allergy to the whole thorax. After surgical removal of glue and oral antihistamines and antibiotics there was progressvie improvement with residual pigmentation at 15 days.